Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 220 units of insulin. The customer reloaded the cartridge successfully and resumed insulin delivery. However, the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 7 units. The customer reported blood glucose (bg) level elevated too 350 mg/dl, and was addressed with a correction bolus and by consuming water. During a follow-up call on (B)(6) 2017, the customer confirmed that a new cartridge was loaded onto the pump, and received an accurate fill estimate.